Event description:
It was reported to philips healthcare that the heartstart mrx displayed an unspecified error when started. There was no reported patient impact.

Manufacturer narrative:
Pr # (B)(4). A follow up report will be submitted upon completion of the investigation.